Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of hyperglycemia. The reporter stated the pt arrived home late in the evening vomiting and ill. The pt was brought to the hosp. Upon admit the pt's blood glucose was measured as 617 mg/dl. She was treated with insulin and IV fluids. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.